Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose was not adversely impacted .customer declined troubleshooting. No additional information was able to be obtained.